Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problems (add gel, damaged cable) were confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the dn to rear therapy electrode (te) was pulled from the strain relief. The cause of the test failure and the reported alarms was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving add gel messages (in the absence of a prior gel release) and had damaged cables on the electrode belt.